Event description:
It was reported the customer had physical damage to their insulin pump. Customer's blood glucose was 110 mg/dl. Customer stated the insulin pump was dropped. There was a crack present on the screen. The insulin pump's screen was also purple. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.